Event description:
It was reported, after a 3.0 x 450mm t2 kids flex nail, stainless steel was implanted in the patient, the surgeon went about to cut the excess of the nail length outside the bone. In doing so, when he placed the flex nail between the blades and closed them, one of the blades chipped away and into the patient's body. Luckily, dr (B)(6) was able to retrieve the broken piece."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.